Event description:
Healthcare professional (hcp) reported the 1550 device was being transported into a patient's (pt) room when the wheel broke off. Hcp reported no pt/employee injury and no medical intervention was necessary as a result of this event.